Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a3: this information was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced a rash every time the device is used at buccal vestibule ( were mucosa and gingiva touch). The device was worn since november (exact dates unknown). As of (B)(6) 2023, the reaction has not resolved. There are no known allergies noted. A return label is sent to the provider so the device can be returned.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# 11696 was manufactured from aug. 24, 2021 and was assigned an expiration of august 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Corrective action: no corrective action is warranted at this time. Risk of an allergic reaction cannot be further mitigated - instructions for use state this possibility. Risk is reduced as far as possible (afap) - benefit outweighs the risk. Complaint handling team will continue to track and trend for similar incidents. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water (for cleaning). Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." Fmea review results: in reviewing rpt 9028 rev 3.0 -risk assessment report for comfort hs splint, the reported issue has already been identified under the "customer related" process aspect. · failure mode - allergic reaction. · causes - patient is allergic to acrylics. · effects - patient injury · severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 1 (remote; singular events, generally associated with special cause.) · risk mitigation - materials have been tested for biocompatibility per rpt 9733. Additional cytotoxicity testing was performed on thermoformed materials subjected to solvents per rpt 12407. Erkodent materials are acrylic free. While not a risk mitigation, information will be stated in the IFU warning about allergic reactions to the product. Device is acrylic free. · rpn final - 3 (low risk) in reviewing rpt 9028 rev 3.0 -risk assessment report for comfort hs splint, the reported issue has already been identified under the "customer related" process aspect. · failure mode - irritation of lips/ irritation of tongue · causes - localized irritation. · effects - patient injury · severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 1 (remote; singular events, generally associated with special cause.) · risk mitigation - materials have been tested for biocompatibility per rpt 9733. Additional cytotoxicity testing was performed on thermoformed materials subjected to solvents per rpt 12407. Erkodent materials are acrylic free. While not a risk mitigation, information will be stated in the IFU warning about the potential for irritation. · rpn final - 3 (low risk) this complaint will be kept on record for track and trending purposes.